Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that it was found at a routine follow up that the implantable pulse generator (ipg) reached elective replacement indicator (eri) approximately 6 months after a prior follow up visit at which the device estimated longevity was 6-27 months with a mean estimate of 17 months. The ipg was removed and replaced with a new device. No patient complications have been reported as a result of this event.